Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned. Under visual inspection the device appeared to be in good condition. During functional testing the cuff of the device was deflating during inflation from a tear in the cuff. The complaint was confirmed. Due to the fact that the cuff leak was not observed prior use the most probable root cause was due to contact with a sharp edge from mishandling by the customer. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions have been taken at this time.

Event description:
It was reported that when air was put into the cuff, air leakage occurs and the cuff deflates. Adverse patient effects are unknown.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.